Event description:
It was reported that calcium gluconate leaked from the bd q-syte¿ luer access split-septum stand-alone device connection site while administering it. The following information was provided by the initial reporter, translated from french: "calcium gluconate was administered to the child. During the passage of the drug, it leaked from the "nussite" and crystallised."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that calcium gluconate leaked from the bd q-syte¿ luer access split-septum stand-alone device connection site while administering it. The following information was provided by the initial reporter, translated from french: "calcium gluconate was administered to the child. During the passage of the drug, it leaked from the "nussite" and crystallised."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.